Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in signal loss and difficulty pairing the sensor with the pump. No adverse clinical effects were reported, and blood glucose remained unaffected. Outcomes included no alerts or alarms and no need for medical treatment or hospitalization. User support included troubleshooting and education, including toggling between dexcom g6 and g7 in settings, restarting the ilet, and advising the user to allow time for pairing. Investigation of this case revealed a transient communication issue consistent with signal loss between the cgm and the pump, with no device hardware malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user device pairing and connectivity factors associated with external cgm communication.